Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. Noisy ECG signal due to a loose ECG (electrocardiogram) connector on a printed circuit board assembly. Broken printer drawer, display overlay, power cord bay door, and left keyboard hinge. Missing keyboard slide and hinge plate screws.

Event description:
It was reported that the printer, screen and power cord door were broken on the programmer. It was further reported that there was noise on the electrocardiogram and it was requested that the connector be checked. The programmer was returned for service. No patient involvement or complications were reported as a result of this event.